Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a reaction at the insertion site and under the adhesive patch. The patient reported that the insertion site and adhesive area are red and sensitive. The patient reported that a pimple developed at the insertion site and left a scar. The patient contacted a physician for medical advice. At the time of his call to technical support, the patient reported that the area was scarred.